Manufacturer narrative:
The lead was capped on (B)(6) 2024 due to fracture. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise seen on the rv channel in recordings transmitted to home monitoring. Lead to be evaluated further and remains implanted. Should additional information be received, this file will be updated.